Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2011, alleging inaccurate high readings on the patient's one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6), 2010, the patient obtained a 230 mg/dl, 230 mg/dl, 240 mg/dl and a 266 mg/dl. The patient was comparing meter readings to feelings/ normal results. The patient increased his dosage of insulin on his own due to the alleged high readings. He had taken 40 units of lantus in the morning and took an increase dosage of oral medication. The following day at around 2:00pm, the patient exhibited symptoms of feeling sweaty and hungry. He tested his blood glucose and obtained a 57 mg/dl. He self-treated with apple juice and ate a meal and felt better 15-20 minutes later. The patient did not seek any further medical attention or contact his physician for assistance. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient alleged that due to the alleged high readings, he took an increase dosage of insulin and later developed symptoms suggestive of a serious injury.